Event description:
The customer reported that the system was making a popping sound intermittently and the image would go dark. Then next image take would be normal. No pt injury was reported.

Manufacturer narrative:
.